Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the hose clamp was not connecting the heat exchanger to the manifold so the hose clamp was replaced.